Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the user encountered error c-34. The user rebooted the system and used a different outlet, but the issue persisted. The user used a third-party generator from medtronic to continue and complete the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the integrated electrosurgical generator unit (iesu) functionality was checked upon powering on the system and no errors were found.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to reproduce the issue when the unit was placed on an in-house system and was run in normal mode.